Event description:
Procedure type: abdominoplasty. According to the reporter: the surgeon had to re-operate on a patient two weeks post-operatively due to dehiscence. The suture had begun to push its way to the surface of the skin and caused a red and irritated wound. The reoperation to bring the tissue back together took place in 2008.